Event description:
A baxter field service technician serviced a colleague device for a defective start key. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.63.92).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4) evaluation summary: the customer reported problem of a colleague pump with a defective start key was not confirmed nor reproduced during on site evaluation. The root cause of the reported problem was not identified. According to the sample evaluation, the keypad was found to be in good working condition and therefore no repairs were needed to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.